Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that the falsely depressed carbon dioxide (co2) results were obtained on four patient samples on a dimension vista 1500 instrument. Calibration and quality control (qc) recovered within the range on the day of the event. Siemens reviewed the analyzer data and observed mixing issues. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse performed mix tests on server 3, reagent probe 5 (r5) mixer and replaced sample probe 3 (s3) mixer, performed s3 alignments and processed quick check, which recovered acceptably. Siemens further evaluated the event and determined that the sample mixing issues potentially contributed to the falsely depressed co2 results. The device is performing according to specifications. No further evaluation is required.

Event description:
The customer reported that the falsely depressed carbon dioxide (co2) results were obtained on four patient samples on a dimension vista 1500 instrument. The erroneous results were not reported to the physician(s). The samples were repeated on an alternate dimension vista 1500 instrument. The repeat results clinically correlated with patients and were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed co2 results.